Event description:
The device reportedly would not transfer energy during the reported event. A back up device was obtained and treatment was continued. The patient's outcome and details were requested, but not made available to mpc.